Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working due to fluid loss. It was noted that the pump was not easily inflating or deflating the device. The existing device was explanted and replaced. There were no patient complications reported.